Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported symptom of "alarms occlusion - no occlusion" was not reproduced. A review of the event history log revealed several upstream and downstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined however the ultrasonic sensor (upstream) and force sensor scale factor (downstream) calibrations as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed unspecified occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.